Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 403:317:871:0000 , which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Event description:
The 16mm amplatzer septal occluder (aso) embolized into the left ventricle. The aso was surgically retrieved and the defect was closed. It was believed that the cause of the embolization was due to the ra disc being too small given the anterosuperior deficiency.